Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, the physician was unable to advance the stylet in the right atrial (ra) lead. The ra lead was explanted and the patient was stable.